Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to diabetic ketoacidosis and high blood glucose on november 15, 2020 for 1 day with blood glucose of 400 mg/dl. Customer¿s current blood glucose was 463 mg/ dl. The customer did experienced symptoms such as vomiting, lethargic, thirsty, nausea, abdominal pain, difficulty in breathing due to high blood glucose. The customer was treated with intravenous insulin infusion drip. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of high blood glucose. Auto mode system was unknown at the time of high blood glucose event. The insulin pump will not be returned for analysis.